Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs. A chest x-ray was performed which showed the lv lead had dislodged from the site in the left lateral vein, over the left ventricle to the high right atrium. The lv lead was programmed off and the patient was to return in six months. There was no adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.